Event description:
Pt purchased the occlusive dressing from a distributor, april 2000. The pt applied the product to diabetic ulcers and wounds on their feet as prescribed by their physician at the rate of a fresh dressing every other day. The ulcers steadily deteriorated and the pt was admitted to the hosp by their physician. The pt underwent an unspecified surgery and was discharged. The pt continued to apply the dressing as before after their discharge until 6/00. At that time their ulcers had continued to deteriorate, and they were scheduled for more surgery. Starting on 2002 the pt began to apply the dressing three times per day at a rate of 6 times more frequently than their physician had prescribed. This resulted in a marked improvement of their wounds and surgery which had been scheduled was canceled. In july 2000 the pt realized that the product they were using had expired but they continued to use it for 2 more weeks.